Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had no capture. The patient was asymptomatic with respect to this anomaly. Programming changes were implemented, and the patient was stable throughout.